Manufacturer narrative:
Since no device information is provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. Device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged dizziness and/or headache, nausea/vomiting, liver disease, respiratory arrest, respiratory illness, recurrent pneumonia, shortness of breath, and death. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported, was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache, nausea/vomiting, liver disease, respiratory arrest, respiratory illness, recurrent pneumonia, shortness of breath, and death. Medical intervention was not specified. The ventilator was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. Pil received a trilogy 100 ventilator with some foreign materials indicative of contamination at various sites of the unit, including the within and around the airflow outlet port. Tech recorded and reviewed the unit¿s event log and settings and proceeded to operate the unit on the primary settings with which it was received at pil after connecting it to a test lung. The unit operated without issues or alarms. The unit was connected to an mfts where tech verified failures for control pressure and monitor pressure. Tech disassembled the suspect unit for internal inspection. Tech found no signs of damage or evidence of defective operation. Tech did not detect any pinched or blocked tubing. Tech also found the airpath foam to be firmly secured, without any signs of delamination or degradation. Pil tech could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly. The power cable/battery harness component and detachable battery of the suspect unit were each inspected and retested individually with passing results. The unit was reassembled with these components reinstalled and retested under group 40 with passing results. Tech determined that 0040.0270 is an intermittent failure. After review, tech has determined that trilogy 100 ventilator operates as designed and functions as expected. The sensor system board of the unit drifted out of spec due to contamination issues.